Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the connector plate on the adhesive of the infusion set has started to detach from the plaster. The reporter stated this has caused the cannula to come out of the patient's body and caused a leak at the cannula site. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.